Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the issue resolved spontaneously. No surgical interventions were reported and the patient outcome was noted as no injury. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the implant was ¿working perfectly¿ until (B)(6) 2013. The patient experienced a tingling, pin pricking, and burning sensation that stated (B)(6) 2013 and sometimes it was so bad he could not walk. The patient had these sensations when he goes to sit in his car and moved his legs under the steering wheel, when he sat in his car, and once and a while when he was walking. The patient turned stimulation off and down to 0 volts on (B)(6) 2013 and was still getting the sensation with stimulation off. It was noted if the patient put his hand over the incision area and massaged it in a circle motion the sensation settled down. The center part of the incision was red, puffy and warm, and the patient did not have a fever. It was reported since (B)(6) 2013, the patient felt ¿shocks, stings, like pouring peroxide over an open wound when he sat in the car.¿ it was also stated the patient felt it when sleeping. It was stated the implant was turned off but he was still getting the same sensations. The patient had a return of urinary symptoms since turning the implant off, his symptoms were greatly reduced when stimulation was on. The patient was redirected to their healthcare provider. It was reported the patient did not have concerns with their device or therapy. It was stated the patient received assistance and their concerns were resolved. Appointment dates were (B)(6) 2013.

Manufacturer narrative:
Product ID: 3093-33, lot# v683124, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).